Manufacturer narrative:
Per the tandem user guide: to calibrate the dexcom g6 cgm, always enter the exact bg value that your bg meter displays within 5 minutes of a carefully performed bg measurement. Do not enter sensor glucose readings for calibration. Entering incorrect bg values, bg values obtained more than 5 minutes before entry, or sensor glucose readings might affect sensor accuracy and could result in you missing severe hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 150 mg/dl, and the meter bg reading was 40mg/dl. Reportedly, customer did not enter bg calibrations into the pump since the sensor session started. Bg was addressed via consumption of glucose tablets. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.